Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on via battery. Upon ac power, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.